Manufacturer narrative:
During follow-up, the patient said there are no defects or malfunction with the f14 units, and thinks the uti's are a result of here being taken off the maintenance antibiotic last year.

Event description:
Intermittent catheter patient (user) said her doctor told her she's getting many urinary tract infections (uti's) due to using catheters. During follow-up, the patient said she finished taking a course of antibiotic prescribed for pneumonia and resolve the uti symptoms, but was still waiting for results from a urine specimen for culture test.